Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that dislodgement, high impedance, lead fracture, loss of capture and intermittent sensing were observed. It was noted that the patient was not compliant with post-op instructions and used his arm freely after discharge. The lead was explanted and replaced.